Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that they have a condition were it is very difficult for them to view the screen of their insulin pump. The customer stated that they will wait until they receive assistance from a healthcare provider at the hospital to change the settings on their pump. The customer reverted back their back-up plan for the time being. No further information was provided.